Event description:
It was reported that an ilet user experienced slow charging, with the battery increasing from 20% to 21% after approximately one hour on charge and briefly decreasing back to 20%, while the charge indicator light was solid green and the device displayed a charging icon; after switching wall outlets, the battery rose to 22%, and the user was advised that charging can take longer below 50% and to continue charging and reassess, with glucose levels stable. Symptoms included no adverse physiological effects. Outcomes included no impact on health and no need for medical care. Investigation included user-guided troubleshooting of the power source and observation of device indicators. Investigation of this case revealed that the device was accepting charge and that environmental or power-source factors were likely contributing to perceived slow charging without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user perception of normal charging behavior influenced by low state-of-charge and power-source variability.